Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a rash at the ipg site. When the ipg pocket was opened the physician found fluid build up, but no pus. As a result, the physician explanted the patient¿s entire system. Allergy test came back negative.

Event description:
Additional information revealed that the issue has resolved.